Event description:
It was reported that the customer had a air bubles issue on the insulin pump. The customer's blood glucose level was 250 mg/dl. The customer was treated with manual injection. The customers fills reservoir properly and he uses the instruction packet with him everytime he changes. The customer stated that everytime he suspends is when he gets the air bubbles. The troubleshooting was performed. The customer was advised that if the issues persists that we replaced out his insulin pump. The customer would like to monitor and will either call the helpline if issues persists.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.